Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had lost power intermittently. Reportedly, the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the pump¿s black box showed no pump reboots indicating power loss. During evaluation, the battery compartment was observed to be cracked at the threads down to the seal. The battery cap was not returned with the pump. A test cap was able to fit to the pump securely and maintain an electrical connection. The test cap was used for the 24 hour test without any reboots occurring. The power issue was not duplicated during investigation. Unrelated to the complaint, evaluation revealed a dim, discolored contrast on the display screen.